Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Attempts were made to contact the customer for resolution, but no response was received.